Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer performed a supply change, however, issue persisted. A replacement pump was provided to resolve the issue. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.